Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the mouth piece on the incentive spirometer is broken/cracked. The reported issue was found prior to patient use. No patient injury reported.